Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2010.

Event description:
It was reported that after the patient hit the ground, the right ventricular threshold was noted to be unstable. A fracture was noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.